Manufacturer narrative:
(B)(4).

Event description:
Procedure: video-assisted thoracoscopic left upper lobectomy. According to the reporter: when the surgeon cut the pulmonary vein, it failed to close. It was found that the I-beam metal plate was not present. New device of same kind was replaced to complete the procedure.